Event description:
The customer reported, the system failed to display images and the auto technique drove to maximum. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier power supply was replaced. The system was then found to be operating as intended.